Manufacturer narrative:
Although the product history review could not be performed as the lot number was not provided¿. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release during visual inspection, the device was returned together with the microcatheter and a stent was found to be partially deployed from the catheter. The second subject stent stent was found inside the catheter. The stent delivery wire(sdw) was found to be kinked/bent and no breakage noted. The first stent was found to be deformed. The stent delivery wire (sdw) was x-rayed and the tip was found visible. An x-ray was also taken placing a ¿plate¿ that mimics the anatomy over the sdw and the tip was still found visible. During the functional inspection, the device was flushed and the stent delivery wire was advanced to deploy the stent on the table and the second stent was found to be inside the microcatheter. Both stents were deployed without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device after removal from the packaging or prior to preparation, the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu and continuous flush was maintained throughout the procedure. It was noticed there was no leading wire visible during the procedure while advancing the evolve up the microcatheter. It was noticed while advancing, but also pushed out of the microcatheter then re-sheathed and removed as a system. The delivery wire was not visible under fluoro. When the physician advanced the flow diverting stent out of the microcatheter, stent exited the catheter and no distal wire was visible. It is possible that the distal wire was tucked in on itself. The stent was removed from the patient anatomy by re-sheathing just like any other evolve and the evolve was removed with the microcatheter. After removing the subject flow diverter from the patient anatomy it was not confirmed if the distal delivery wire was present in the flow diverting stent. The procedure was successfully completed when the physician removed this device and used an flow diverter of the same size to complete. Product analysis found a stent was partially deployed from an microcatheter. The sdw was advanced and the stent was successfully deployed but a second stent was also advanced out of the catheter on the same sdw. The second stent was intact and no anomaly was noted. The sdw was found to be kinked/bent but fully intact, there was no break and all markers were present. The sdw was x-rayed and the tip was clearly visible. Based on analysis of the returned device, the first stent had been previously, prematurely deployed within the microcatheter, then when the second stent was attempted to be deployed it pushed the first stent out. The reason the sdw tip was not visible was because it was further back engaged in the second stent. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue 'device problem unknown/unclear¿. An assignable cause of procedural factors will be assigned to the as analyzed ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent was found prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully